Event description:
It was reported that the patient's left knee was revised due to pain. A 4x11 ps insert was revised. Rep confirmed that the revised insert was available for return and that no further information will be released by the hospital or surgeon. Surgeon would like the insert analyzed for wear and would like investigation results.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.